Manufacturer narrative:
Updated UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation it was noted that images were taken of the valve ¿as received¿. The valve was visually inspected; a hole was noted over the needle guard. The position of the cam when valve was received was 30 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheters were irrigated; no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot cvfcvf, conformed to the specifications when released to stock on the 26th may 2016. No root cause could be determined, as valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a hakim prrogrammable valve was revised because it could not be reprogrammed a day after it was initially implanted.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.